Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Surgeon revised a mako tha patient with replacing the cup and liner with a stryker revision cup and mdm liner/head. This was due to dislocation. Original surgery date was (B)(6) 2013. This patient had a first revision on (B)(6) 2014 with a liner exchange going from a 36 neutral to a hw 40.

Manufacturer narrative:
An event regarding dislocation involving a mako shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: neither the event could be confirmed nor the root cause because the devices were not returned for evaluation and insufficient information was provided. Need operative reports, clinical past history, additional dated x-rays to further investigate. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Surgeon revised a mako tha patient with replacing the cup and liner with a stryker revision cup and mdm liner/head. This was due to dislocation. Original surgery date was (B)(6) 2013. This patient had a first revision on (B)(6) 2014 with a liner exchange going from a 36 neutral to a hw 40.